Manufacturer narrative:
H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed no disposable and would not run. Per reporter, troubleshooting was performed but the issue was not resolved. The programmed rate was 2.3ml per hour, the remaining volume was 49.1ml, and volume given was 56.95ml. The event occurred at the patient¿s home, and no symptoms were reported.